Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred with 30 minutes remaining in a routine hemodialysis treatment. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned for eval. The exact cause of the system alarm cannot be determined, but is unlikely cartridge related since the treatment was almost completed. The user's guide provides adequate instructions for troubleshooting system alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and add'l training provided. Nxstage medical considers this report closed. No add'l info will be provided.